Event description:
The customer reported to customer service that they witnessed sparks coming from the exposed wires on their transformer. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, the customer indicated that sparking was observed, however, there was no flames or melting. She also indicated that an injury was not sustained as a result of the issue. In summary, a breach in the insulation on the cord was present which could result in sparking. As a result of CAPA , which was initiated for pump in styler transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Evaluation summary: a visual examination of the power supply revealed the transformer prongs were bent. A visual examination of the cord revealed exposed wires. The dc voltage test was not able to be performed due to the prongs on the transformer being bent, therefore the customer's complaint of sparking was not able to be confirmed or reputed. Resistance across the dc plug was measured 0.73, which indicates that there was a short in the dc cord. The resistance across the ac blades measures as 61.19 ohms, which is normal and indicates that the thermal fuse did not blow.